Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that patient pulled out PICC. When patient pulled PICC out he pulled one of the extension legs off. No patient harm. Additional information from the customer on 7-18-2023: it was reported "we had a patient in ICU that developed some ICU psychosis on night shift and pulled the red lumen, complete severing from the from the wing. There were no complications noted. The PICC was removed and replaced."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a detached extension tubing was confirmed. The product returned for evaluation was 4fr d/l powerpicc solo provena catheter. Usage residues were observed throughout the sample. The red-luered extension tube was completely detached from the molded joint. Microscopic inspection of the distal end of the red-luered extension tubing revealed a glossy surface consistent with the manufactured end, indicating that the tubing was detached and not broken. The detached extension tubing exhibited plastic deformation and curved shape memory near the distal end. Tactile inspection of the detached extension tubing revealed tensile weakness and material necking near the distal end. The plastic deformation, material weakness and necking were consistent with extension tubing detachment caused by application of pulling stress. These findings were congruent with the event description, which indicated that the patient pulled on the catheter.

Event description:
It was reported by customer that patient pulled out PICC. When patient pulled PICC out he pulled one of the extension legs off. No patient harm. Additional information from the customer on (B)(6) 2023: it was reported "we had a patient in ICU that developed some ICU psychosis on night shift and pulled the red lumen , complete severing from the from the wing. There were no complications noted. The PICC was removed and replaced."